Manufacturer narrative:
D4: (B)(4). The device history records for item# 42527000303 lot# 63288447 & receiving inspection report item# 42527050303 lot# 80703900 were reviewed for deviations and / or anomalies with no deviations / anomalies identified. Verified item lot combination and reviewed manufacturing date as tasp lot 63288447 exhibits signs of repeated use (nicked or gouged) and is chipped, not all pieces returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified 3 additional similar complaints for the reported item(s) and part and lot combination(s). Complaints are monitored through monthly complaint review (reference (B)(4)) in order to identify potential adverse trends. Medical records were not provided evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed previously. The common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. Complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sales associate was checking trays before surgery and discovered these pieces were damaged.